Event description:
The customer obtained multiple lower than expected vitros gentamicin (gent) quality control results (qc fluid results 5.16, 4.66, 5.07 versus expected 7.51 ug/ml) on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were known to have been affected or reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.(B)(4).

Manufacturer narrative:
The investigation determined that lower than expected quality control results were obtained for vitros gent on a vitros 5,1 fs chemistry system. The investigation could not determine a definitive cause. Precision testing performed using an alternate gent reagent lot suggests that an instrument issue is not a likely contributing factor. An unknown quality issue with the affected gent reagent lot cannot be ruled out as a contributing factor. Expected performance was obtained using an alternate vitros gent reagent lot.